Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to non-original product sample return. One photo sample of a 3fr powerpicc sv catheter was provided for evaluation. The image appears to be a non-original stock photo of a powerpicc sv catheter. The image has a red circle drawn over the proximal luer hub and extension leg interface. The image does not appear to show the damage described in the reported event description. Since the reported event could not be confirmed from the photo provided, the complaint remains inconclusive at this time. Possible contributing factors include handling, securement method, and sharp instrument damage. A lot history review (lhr) of redx4732 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx4732) have been reported from the same facility.

Event description:
It was reported the PICC line develop leaking at the junction between the luer hub and the extension leg of the catheter. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not conclusively identified. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. A partial split was observed at the red luer/tubing joint. Microscopic inspection of the break site revealed a granular fracture surface. Radiating beach marks and irregular tear patterns were observed in the fracture surface. Inspection of the interface between the polyurethane tubing and the isoplast luer at the break site revealed possible voids in the bond. Those voids appeared to correspond to the origination points of the radiating beach marks. The beach marks and irregular tear patterns were consistent with material fatigue failure due to repetitive stress. The recessed location of the break and the apparent fracture origination within regions of possible incomplete bonding suggested that bonding irregularities that may have occurred during device manufacture may have contributed to concentration of mechanical stresses that may have occurred during typical use conditions, leading to material failure. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation complaint due to ¿leaking at the junction between the hub and the catheter¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and evaluation performed at vad lab the following was concluded: a gap between purple tubing and red hub was observed which revealed voids in bond at the interface of the molded parts. Those voids appeared to correspond to the origination points of the radiating beach marks. Also, a small split was observed at the red luer/tubing joint leading the catheter leakage. Damage during the manufacturing process may be a potential root cause/contributor to the observed catheter damage. However, no findings from the DHR review indicated a manufacturing/processing related event. Possible contributions factors include: risks of damage during handling or use. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) of redx4732 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx4732) have been reported from the same facility.

Event description:
It was reported the PICC line develop leaking at the junction between the luer hub and the extension leg of the catheter. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx4732 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx4732) have been reported from the same facility.

Event description:
It was reported the PICC line develop leaking at the junction between the luer hub and the extension leg of the catheter. No other information was provided.